Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Non-sustained right ventricle oversensing which triggered an alert was observed during remote follow-up. Reprogramming was recommended. There was no consequence to the patient; the patient was well.